Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 541 mg/dl. Customer experienced symptoms such as headache, thirstiness, frequent urination. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering. Customer was using auto mode. The customer will continue to use the device.